Manufacturer narrative:
The ge service rep conducted an onsite investigation. The power supply and the general purpose operating system board were replaced. The nodes were flashed and the software and calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would lock up. No pt injury was reported.